Event description:
It was reported that during an original implant surgery and inflatable penile prosthesis (ipp) was not used. The patient had a couple of priapism causing the physician to request another cxr ipp. There were no device malfunctions associated with the device. Another device was implanted during the procedure and the surgery was said to be successful. The patient did not experience any adverse events and was said to be good following the procedure.

Manufacturer narrative:
B1, b2, b5, d5, d6, d7, h2, h10 field change. Additional information was received confirming the event was an original implant procedure. A different device was used under physician request. There were no device malfunctions or adverse events associated with the device.

Event description:
It was reported that during an original implant surgery and inflatable penile prosthesis (ipp) was not used. The patient had a couple of priapism causing the physician to request another cxr ipp. There were no device malfunctions associated with the device. Another device was implanted during the procedure and the surgery was said to be successful. The patient did not experience any adverse events and was said to be good following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated product investigation completed. Product analysis was unable to confirm the reported events related to "priapism" but identified a pump malfunction. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis concluded these activation issue could affect the functionality of the pump. Therefore, product analysis confirmed a device malfunction with the returned pump. Based on the results of this investigation, no escalation is required. B1, b2, b5, d5, d6, d7, h2, h10 field change. Additional information was received confirming the event was an original implant procedure. A different device was used under physician request. There were no device malfunctions or adverse events associated with the device.

Event description:
It was reported that during a procedure there were unspecified device performance issues with an inflatable penile prosthesis (ipp). The procedure was successful. No information was provided about the patient's outcome.